Event description:
The rptr stated that they did meter to lab comparison tests, 30 minutes apart. Their meter reading was 340 mg/dl, and the lab test result was 240 mg/dl. They did not have any symptoms. Control solution testing was not done due to lack of supplies. On followup, the rptr corrected the test results to the above numbers, which were different in the initial report. A control solution test was in range, 135 (96-144). No harm was alleged.